Event description:
It was reported that the patient had pain around the implant and that the MRI was to scan the lumbar region. The area to be scanned was the I-spine. ¿related to device or therapy, rule out possible infection at site¿. A possible infection was reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the movement that was reported earlier was referring to the pocket revision. The patient was doing really well the last time the manufacturer¿s representative (rep) spoke to the doctor on (B)(6) 2014 following the pocket revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was implantable neurostimulator (ins) movement. The patient complained of excessive pain and a burning sensation at the right side implant pocket. A pocket revision was performed, and the ins was moved approximately 6 inches to the right. This was said to be successful, and the patient¿s pain resolved. The cause of the event was not determined, and no device issues or malfunctions were observed. The was no determination made regarding the possible infection, though the revision resolved the event and the patient was receiving effective therapy. It was unclear if the ¿ins movement¿ referred only to the revision surgery, or if the device was moving in the pocket. Follow-up is being conducted for clarification. If additional information is received, a follow-up report will be sent.